Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the user was initially able to fire tacks with no issue; but later, the tacks would not deploy fully from the instrument. The surgeon would "make a full stroke with the handle," and the tacks would deploy half way. There was an unanticipated extension of the incision by 2 inches. In order to correct the problem, another device was used without further consequences. There was no further reported patient injury.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one protack¿ auto suture¿ fixation device 5mm. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A visual inspection of the inner components of the instrument revealed that the timing was disrupted. The trigger was actuated and the remaining three tacks deployed but did not seat properly due to the disrupted timing. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.